Event description:
Caller reported a data error alert occurred after the pump's ship date, with history logs appearing intermittently before the alert. Specific blood glucose levels were not provided, but it was noted that levels remained between 54-500 mg/dl, suggesting a wide and generally safe range. Technical support assisted the customer in re-entering settings that were erased and confirmed their accuracy, provided instructions for a complete pump reset, and informed the caller about possible erasure of some history logs without affecting therapy. The customer acknowledged the issue and chose to continue using the pump for insulin therapy.